Event description:
It was reported that there was an alert due to high impedance on the right ventricular lead. No changes have been made and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however performance data was collected from the device and analyzed. Analysis revealed two patient alerts for out of tolerance sub-threshold lead impedance on 2012 (B)(6) and 2012 (B)(6). It was also noted that there were two alerts for right ventricular bipolar lead impedance of 1539 ohms on 2012 (B)(6) and right ventricular bipolar lead impedance greater than 2052 ohms on 2012 (B)(6).

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomittant products: d314drg implantable cardioverter defibrillator (ICD) (B)(6) 2012, 5076 implantable pacing lead (B)(6) 2002. (B)(4). The lead has not been returned to the manufacturer and will not be evaluated.